Manufacturer narrative:
(B)(4) date of event - unknown date in (B)(6) 2015. Explant date - unknown date in (B)(6) 2015. Concomitant medical products: 15-106056, m2a-38 cup non flared sz 56 mm, 952330. The 103207, taperloc por fmrl 13.5x147, 109310. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01727, 0001825034-2018-01729.

Event description:
It was reported that the patient underwent hip revision approximately four years post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.